Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted during testing. Analysis was unable to perform basic occlusion, occlusion, prime and excessive no delivery due to intermittent button response. Analysis was unable to verify low battery alarm due to intermittent button response. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer reported that the buttons were unresponsive. The customer reported that the numbers were ramping on their own and the scroll bar was moving without input from him. The customer's blood glucose was 39 mg/dl at the time of incident. The customer's blood glucose was 68 mg/dl at the time of call. The customer stated that he treated the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump be returned for analysis. Will